Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported difficulty to grasp leaflets during procedure and slda appear to have been results of challenging patient anatomy. The reported unchanged mitral regurgitation (mr) appears to have been a cascading event of the reported slda. The reported patient effect of unchanged mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted anterior prolapse, and a difference in the thickness of the anterior and posterior leaflets. The clip delivery system (cds) was advanced to the mitral valve, however, the clip could not initially grasp both leaflets, as the posterior leaflet would come out. The clip can only grasp one leaflet at a time. The physician proceeded with caution and grasping both leaflets was successful. The clip was deployed, but then the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was considered for additional treatment; however, after the cds was advanced into the patient, a decision was made to transfer the patient to surgery instead to avoid the risk of interference from the slda clip. The cds was removed and the mitraclip procedure ended at this point. The physician stated the slda was likely due to anatomy. The patient remained hospitalized for surgery. One clip was implanted, and mr is 4+. Then on the same day, the patient underwent mitral valvuloplasty repair. There were no reported clinically significant delay in the procedure. No additional information was provided.